Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the hp052 and the (1) lcsk5 were utilized. At the beginning of the procedure, the device completely locked out giving a steady tone regardless of the diagnostics performed by the staff. The staff utilized another handpiece (hp052) with the original lcsk5 shears and the case continued successfully. There was no pt consequence.